Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion alarm. Per reporter, they already checked all tubing and there were no kinks and clamps were open. Per reporter, again traced tubing and verified all tubing was okay, batteries removed/replaced, powered on and downstream occlusion alarm returned. Light pressure was applied to the port site but the alarm persisted. Reservoir volume 34.1, patient expected to complete treatment on the next day. Per reporter, the event occurred at the patient's home. There was patient involvement, and no patient harm/adverse event reported.